Event description:
Caller reports the use by date on the compact test strip vial as 04/2009. Manufacturer's electronic inventory system confirms the actual use by date to be 04/30/2007. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.